Manufacturer narrative:
(B)(4). D10: longevity dm bearing 28x44mm; item# 110031000; lot# 65016338. Cer option type 1 tpr sleeve +3; item# 650-1067; lot# 3100228. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision surgery due to the bearing and head disassociating. The bearing was then found to be stuck in the pelvis and was unable to be retrieved at the time of this revision surgery, approximately 2 years and 9 months post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.